Event description:
A customer observed reproducible, discordant (B)(6) results were obtained from a single bio-rad eq as proficiency sample tested on a vitro's eci instrument, when compared to (B)(6) reactive results obtained using two different non-vitro's methods. There was no report of affected patient samples; however, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation concludes that reproducible, discordant (B)(6) results were obtained from a single bio-rad eq as proficiency sample tested on a vitro's eci instrument, when compared to (B)(6) results obtained using two different non-vitro's methods. The assignable cause for the event is unknown; however, an unknown sample interferent could not be ruled out. A reagent or instrument related issue cannot be ruled out as contributing to the event.